Manufacturer narrative:
Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a spleen aneurysm procedure on (B)(6) 2019. On (B)(6) 2020, the patient reported feeling that the clip was breaking thru the skin and a bump was felt. The patient was not bleeding and was not experiencing discomfort or pain. No treatment has been performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.